Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a lesion in the proximal second diagonal branch. Attempts to cross the lesion with an asahi fielder xt-r guide wire were unsuccessful and caused local dissection under the lesion. After the procedure, pericardial effusion was confirmed by ultrasonography. Pericardiocentesis was performed and a chest tube was then used to drain the fluid. Human prothrombin complex preparation was administered intravenously to promote blood coagulation.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the provided information, it was presumed that direction of the guide wire deviated likely due to calcified plaque when attempts were made to cross the lesion and wire manipulation was continued without confirming position of the wire tip. Consequently, the vessel was dissected and eventually perforated. It was inferred that anatomical condition and operator's manipulation technique had most likely contributed to the vessel perforation. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunctions and adverse effects] damage to a vessel, including possible vessel perforation and vessel dissection.